Manufacturer narrative:
H10, h3, h6:the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The blue split cannula was returned with device. T2 and suture were returned detached from device. T1 has been cut away from suture. The depth gauge has been cut. The trigger has been partially actuated. No visible damage to the device. A functional evaluation revealed the device functioned as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair, inside the patient, the ultra fast-fix assembly - curved the t1 implant was deployed but t2 was not deployed when pushed. T1 was left secured in the patient. The procedure was successfully completed without delay using a back-up device. No surgical delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.